Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple unexplained pump reboot events. During investigation, the battery compartment was found to be cracked below the bumper pad. No moisture corrosion was observed in the battery compartment. The threads of the battery compartment were found to be stripped. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to properly secure to the pump to maintain an electrical connection; power complaint was duplicated. A test battery cap was used and able to secure to the pump to maintain an electrical connection for testing. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the internal components. Additional evaluation code: method codes (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time..

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump exhibited intermittent power, that the battery compartment was cracked/damaged, and that the battery cap was unable to properly tighten to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.